Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown abdominal aortic disease. It was reported that during a follow up a type ia endoleak was observed. Intervention was performed with aortic banding, resolving the leak completely. No additional clinical sequelae were reported and the patient is fine. Safety sponsor adjudicated that the event was related to stent-graft endoleak. Safety site adjudicated that the event was related to stent-graft endoleak. Safety sponsor adjudicated that the event was not related to procedure. Safety site adjudicated that the event was not related to procedure.

Manufacturer narrative:
Additional information received for this case: an update now states that the intervention which was previously reported to have taken place on (B)(6) 2017 to resolve the endoleak actually took place on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.